Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported the touchscreen was unresponsive and will not respond when pressing the "1" on the unlock screen. The customer cannot interact with pump. The customer's blood glucose level was 74 mg/dl. Reportedly, manual injections would be used for alternate insulin therapy.